Event description:
Patient reported he was not receiving any insulin from the infusion device on (B)(6) 2013. Patient stated he saw the insulin was leaking out of the infusion device and not going into the infusion set tubing. Patient reported the insulin was coming out and some was also in the cartridge compartment. Patient stated he noticed he was not receiving any insulin after a few hours because he felt different, and his mount felt dry. Patient reported he replaced all accessories and began receiving insulin again. Patient stated everything was working as it should. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The complaint describing a leak on the luer connection cannot be verified; the material meets product specifications. Seven returned transfer sets were visually inspected and tested for flow and tightness. Additionally, the dimensional accuracy of the luer was tested. All test results were within specifications. Four received unused cartridges were visually, leak, and glide force tested. The cartridges passed the visual and leakage tests at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The problem mentioned by the customer could not be reproduced; therefore, no corrective or preventive actions will be initiated.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.